Event description:
Retired but still very active and sportive. Post-op limited rom. 06/1999:-12 extension > 75 flexion. Patient exercises a lot but with little success. April, 2000: rom 0 > 90 degrees. 11/2000: rom 0 > 80 degrees with a lot of pain on the lateral side. Per dr., "revision had to be performed because of insufficient flexion and pain.